Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the nurse that during intra-aortic balloon (iab) therapy that two alarms were generated. The alarms were "catheter restriction" and "gas loss" alarm. The patient has a severe history of scoliosis and this was the indication for iab therapy. A chest x-ray revealed that the iab was 2 cm too low. The catheter did advance with no change in the alarm. The catheter was able to be flushed, but the alarms persisted. The iab pump console was changed, but the alarms again persisted. The physician was scheduled to remove the iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. The reported alarms were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the nurse that during intra-aortic balloon (iab) therapy that two alarms were generated. The alarms were "catheter restriction" and "gas loss" alarm. The patient has a severe history of scoliosis and this was the indication for iab therapy. A chest x-ray revealed that the iab was 2 cm too low. The catheter did advance with no change in the alarm. The catheter was able to be flushed, but the alarms persisted. The iab pump console was changed, but the alarms again persisted. The physician was scheduled to remove the iab. There was no reported injury to the patient.